Event description:
It was reported that a patient experienced bacterial peritonitis. The cause of the peritonitis was a breach in aseptic technique further described as touch contamination. The peritonitis was manifested by cloudy effluent fluid. On the same day, the patient was treated with intra-peritoneal vancomycin and gentamycin (dosage and frequency not reported). The pd catheter was removed and the patient was temporarily placed on hemodialysis for about a month. At the time of this report, the patient was recovering from the peritonitis event. The pd catheter had been replaced and the patient had resumed pd therapy. The patient had been retrained in aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.